Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
In the surgery, dislocation occurred during reduction. Another insert was used to prevent the dislocation and the surgery was completed. The doctor thought, the size of the trial neck and head is different than usual, which caused the dislocation. The time of surgery was extended by 30 minutes.